Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0qnrn, implanted: (B)(6) 2015, product type lead; product ID 3093-28, lot # va0qnrn, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
A consumer reported that she had been having some issues where she had a sensation of electricity down the left side of her leg especially. It was indicated that when she put weight on that foot, it sent the electricity feeling up and down her leg. She was wondering if her symptoms might be cause by the wire migrating or moving. She stated when she had the interstim implant, the health care provider (hcp) told her that he usually implant them deeper but he was having issues, so he had to implant it closer to the surface of the skin. She did not have any issues with this until she lost 30 lbs. The implantable neurostimulator ( ins) had moved closer to the surface of the skin after weight loss. She could now felt the ins just below the skin and could see the ins through her skin. It was indicated that ins was near her jean pocket and even if she had jeans on, she could felt the ins through her jeans, it closer to the surface. The patient was informed by hcp that he did not think the problem with pain going down the leg could be related to the interstim, he thought she might have a bone density problem, so he sent her for a "dexascan" and everything came back fine with her bone density, so that had been ruled out as a potential cause. The patient was scheduled for CT scan on monday. It was also reported that when she was going to polish her toes nails and she put her foot up on a trunk and when she stood up after painting her toes nails, her back was numb from her rib-cage down and it lasted for 5 minutes and then gradually went away. She was wondering if her clothing could have irritated the ins site. She was going to try to tuning stimulation off this weekend for a day to see if pain down the leg subsides. The change in therapy and symptoms was considered gradual. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).